Manufacturer narrative:
Heating pad is bunched/crushed, which shows abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad, which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product. Heating pad showed signs of violations on instructions and warnings by the consumer in the form of bunching/crushing, slept with, and being laid on. When the pad was stretched out for in-house testing, the performance of the pad was safe and found to be w/in ul specified limits, which temperatures would not cause a serious burn if the pad is used pert instructions and warnings. See scanned page.

Event description:
Consumer claims she was using a heating pad on her hip when she fell asleep. She alleges that when she awoke she had a burn on her hip.